Event description:
It was reported that during patient use, a ventilator generated an oxygen (o2) sensor reading out of range alarm. During a follow-up with the user facility, the patient was reported to be removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The reported event was reported to have been verified during inspection. The oxygen sensor was calibrated to resolve the reported issue. A test lung was ventilated by the device for 30 minutes without error. The ventilator passed an extended self test (est), short self test (sst), and electrical safety.